Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the bifuse has broken at the y connection twice while on this patient. There was no patient harm.

Event description:
It was reported that the bifuse broke at the y connection twice during an infusion. Although requested there was no further information provided by the customer regarding this event. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the bifuse broke at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and expected smallbore tubing components. The expected components below the parallel connector were not received for inspection. The root cause has not been identified.

Manufacturer narrative:
The customer¿s report that the bifuse broke at the y connection was confirmed. Separation was observed at the engagement between the exit port of the bifuse adapter and expected smallbore tubing. No testing was deemed necessary due to the obvious set separation. Further handling/tug of the rest of the tubing engagements of the set identified no separation or other issues. The root cause of the observed separation was insufficient solvent applied at the engagement of the tubing.

Event description:
It was reported that the bifuse broke at the y connection twice during an infusion. Although requested there was no further information provided by the customer regarding this event. There was no report of patient harm.